Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. There was contrast and blood in the inflation lumen and balloon and blood in the guide wire lumen. The balloon was loosely folded. There were numerous kinks throughout the hypotube of the device. The distal tip was damaged. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall over the proximal marker band with scratches was revealed. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the balloon bonds. Device analysis determined the condition of the returned device was consistent with the reported information. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified unspecified vessel. A 15mm x 2.50mm nc quantum apex balloon catheter was selected to dilate the lesion. The balloon ruptured at 15 atmospheres. The number of inflations is unknown. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified unspecified vessel. A 15mm x 2.50mm nc quantum apex¿ balloon catheter was selected to dilate the lesion. The balloon ruptured at 15 atmospheres. The number of inflations is unknown. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.